Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while attempting the 4.5x18 mm rx ultra stent delivery system (sds) into the guide catheter, the stent struts snagged the tip of the guiding catheter. The rx ultra sds could not be removed safely without removing all of the interventional devices (delivery system, guide wire and the guiding catheter) together. Re-cannulating and rewiring of the vessel was performed, and an unspecified stent was deployed to complete the procedure. There were no adverse patient effects. Although there was a delay in the procedure it did not result in significant impact to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis; however, the device was not returned. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficult to remove.

Event description:
It was reported that while attempting to pull the 4.5x18 mm rx ultra stent delivery system (sds) into the guide catheter, the stent struts snagged the tip of the guiding catheter.